Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No vibrating, constant tone or moisture damage on the electronic assembly or motor was noted. The insulin pump had minor scratches on the display window, a cracked display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture after the customer had walked into the pool with the device on, and the insulin pump alarmed button error. The blood glucose reading was 404 mg/dl. The customer stated that a constant tone was occurring and the device was vibrating without any alarm or alert. Advised replacement of the insulin pump. Nothing further reported.